Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing caused by post-paced t-wave oversensing were observed. The patient was asymptomatic. No action was performed. The device remains implanted.